Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual sample was evaluated. Initial visual inspection via the naked eye showed no signs of blockage inside the line/tubing or bladder. A functional flow test was subsequently performed by filling the bladder with dextrose solution. After the fill, no evidence of flow was observed at the distal luer. Subsequent visual examination revealed the direct cause of the flow problem was due to drug residue blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. Since the direct cause of the flow problem was due to drug residue, the infusor device was determined to be conforming product. No additional issues were found during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor did not flow correctly and the patient experienced pain. The cause of the event was not reported. The patient went to ¿first aid¿ (not further specified). Treatment details were not reported. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.